Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in a 39-year-old female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele and cervical dysplasia. Concurrent conditions included morbid obesity, asthma and restless leg syndrome. Concomitant products included fluticasone furoate;vilanterol trifenatate (breo ellipta), ibuprofen and phentermine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urticaria ("hives all over arms and neck/welts") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). In 2016, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), libido decreased ("low libido"), vulvovaginal mycotic infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder problems: leakage") and pollakiuria ("urinary problems: frequency in urination"). In (B)(6) 2017, the patient experienced ovarian cyst ("cyst on right ovary") and uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash all over\ break out"), pruritus ("itches/really itchy"), lip swelling ("lips swelled too"), vulvovaginal pain ("vaginal pain"), mood swings ("mood swings") and adnexa uteri pain ("stabbing pain in ovary when cough or move in certain way"). The patient was treated with surgery (robotic-assisted hysterectomy with right salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, libido decreased, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, urticaria, ovarian cyst, vertigo, allergy to metals, dysmenorrhoea, weight increased, abdominal distension, vulvovaginal pain and mood swings had resolved and the vaginal discharge, rash, pruritus, lip swelling, fatigue, anxiety, urinary incontinence, pollakiuria and uterine enlargement outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, libido decreased, lip swelling, menorrhagia, metrorrhagia, mood swings, ovarian cyst, pelvic pain, pollakiuria, pruritus, rash, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date- (B)(6) 2015- left side, (B)(6) 2015- right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: rash, pruritus and lip swelling and the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event stabbing pain in ovary when cough or move in certain way was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in a 39-year-old female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele and cervical dysplasia. Concurrent conditions included morbid obesity, asthma and restless leg syndrome. Concomitant products included fluticasone furoate;vilanterol trifenatate (breo ellipta), ibuprofen and phentermine. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urticaria ("hives all over arms and neck/welts") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). In 2016, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), libido decreased ("low libido"), vulvovaginal mycotic infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder problems: leakage") and pollakiuria ("urinary problems: frequency in urination"). In (B)(6) 2017, the patient experienced ovarian cyst ("cyst on right ovary") and uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash all over\ break out"), pruritus ("itches/really itchy"), lip swelling ("lips swelled too"), vulvovaginal pain ("vaginal pain") and mood swings ("mood swings"). The patient was treated with surgery (robotic-assisted hysterectomy with right salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, libido decreased, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, urticaria, ovarian cyst, vertigo, allergy to metals, dysmenorrhoea, weight increased, abdominal distension, vulvovaginal pain and mood swings had resolved and the vaginal discharge, rash, pruritus, lip swelling, fatigue, anxiety, urinary incontinence, pollakiuria, and uterine enlargement outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, libido decreased, lip swelling, menorrhagia, metrorrhagia, mood swings, ovarian cyst, pelvic pain, pollakiuria, pruritus, rash, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date- (B)(6) 2015- left side, (B)(6) 2015- right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: rash, pruritus and lip swelling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: low libido, abnormal bleeding (vaginal), yeast infection, apareunia (inability to have sexual intercourse), anxiety, hives all over arms and neck/welts, bladder problems: leakage, urinary problems: frequency in urination, cyst on right ovary, enlarged uterus, vertigo, nickel allergy, dysmenorrhea (cramping), weight gain, bloating and mood swings. Lot number, medical history, concurrent condition and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), rash ("rash all over\ break out"), pruritus ("itches"), lip swelling ("lips swelled too"), urinary tract infection ("uti") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (unilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and metrorrhagia had resolved and the vaginal discharge, rash, pruritus, lip swelling, urinary tract infection and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, lip swelling, menorrhagia, metrorrhagia, pelvic pain, pruritus, rash, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): result not provided. Concerning the injuries reported in this case, the following one was described in patient¿s social media: rash, pruritus and lip swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Events added: rash all over, itches and lips swelled too. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in a 39-year-old female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectocele and cervical dysplasia. Concurrent conditions included morbid obesity, asthma and restless leg syndrome. Concomitant products included fluticasone furoate;vilanterol trifenatate (breo ellipta), ibuprofen and phentermine. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced urticaria ("hives all over arms and neck/welts") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating"). In 2016, the patient experienced vertigo ("vertigo"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), libido decreased ("low libido"), vulvovaginal mycotic infection ("yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder problems: leakage") and pollakiuria ("urinary problems: frequency in urination"). In (B)(6) 2017, the patient experienced ovarian cyst ("cyst on right ovary") and uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash all over\ break out"), pruritus ("itches/really itchy"), lip swelling ("lips swelled too"), vulvovaginal pain ("vaginal pain") and mood swings ("mood swings"). The patient was treated with surgery (robotic-assisted hysterectomy with right salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, urinary tract infection, libido decreased, vaginal haemorrhage, vulvovaginal mycotic infection, female sexual dysfunction, urticaria, ovarian cyst, vertigo, allergy to metals, dysmenorrhoea, weight increased, abdominal distension, vulvovaginal pain and mood swings had resolved and the vaginal discharge, rash, pruritus, lip swelling, fatigue, anxiety, urinary incontinence, pollakiuria and uterine enlargement outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, libido decreased, lip swelling, menorrhagia, metrorrhagia, mood swings, ovarian cyst, pelvic pain, pollakiuria, pruritus, rash, urinary incontinence, urinary tract infection, urticaria, uterine enlargement, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date- (B)(6) 2015- left side, (B)(6) 2015- right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media: rash, pruritus and lip swelling and the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (unilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and metrorrhagia had resolved and the urinary tract infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was deleted and new events were added: dyspareunia, pelvic/ abdominal pain, menorrhagia, metrorrhagia, uti, vaginal discharge and fatigue. Patient date of birth, lab data was added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.